Event description:
Caller tested 3.8 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.4 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.